Event description:
Patient status post plate implantation; follow up x-ray showed broken plate. Surgeon removed the hardware and revised to a recon nail.

Manufacturer narrative:
Additional information has been requested. Implanted approximately six (6) months ago. No investigation could be performed, no conclusion could be drawn, as no product was returned. A device history record review was requested.